Event description:
An 8 mm carotid stent was opened in the sterile field. The stent was opened to the field and upon examination out of the package, the deployment wire was bent prior to the scrub tech putting it together. The deployment wire cannot be bent, therefore this stent was unusable. The stent did not go into the patient.